Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 20 mg/dl. The customer was passed out and paralyzed due to the low blood glucose. The customer was hospitalized, but the customer did not provide any further information about the hospitalization. The customer declined assistance with troubleshooting. The customer's blood glucose was 144 mg/dl when they were discharged from the hospital. The customer had complained of sensor issues. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.